Event description:
Pt on cath table post dynaglide rotablator procedure. At 10:44 am, rotablator wire was pulled out of pt. At that time rotablator wire tip was noted to be left in the rca. At 10:51 am, filter wire was advanced via catheter into the rca to retrieve tip of rotablator floppy wire. At 10:54, filter wire pulled out with floppy wire tip retrieval unsuccessful.